Manufacturer narrative:
One tapered screw vent implant was returned for inspection. The internal drive feature is confirmed to contain pieces of metal debris consistent with the reported fractured abutment screw. Complaint was confirmed upon inspection. Appropriate documentation has been reviewed: documents reviewed: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09. Information identified: seating of prosthetic components. Internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. The part and lot numbers were not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
(B)(4). Age was not provided. Patient weight was not provided. Brand name unknown. Device product code unknown. Device lot # was not provided/unknown. Catalog number unknown. PMA/510k unknown. Fractured screw was not returned to manufacture but the implant was returned.

Event description:
It was reported that unknown abutment screw fractured inside the implant. Doctor was unable to remove the screw from the implant therefore implant was removed. Tooth location #19.